Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to an emergency room over the weekend and then presented to a local hospital the following monday. The patient symptoms were not reported. The lead was exhibiting elevated threshold measurements; however, the physician did not think the lead had dislodged. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.